Event description:
It was observed that during the device evaluation, the bronchovideoscope had an intermittent image. There was no patient involvement.

Manufacturer narrative:
Device was returned to olympus for evaluation. It was observed that during the device evaluation, the bronchovideoscope had an intermittent image. Based on the results of the investigation, the most likely cause was component failure due to electrical/electronic component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.